Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter powering off during use began on an unspecified time on (B)(6) 2011. It is unknown if the patient followed any kind of diabetes management routine and whether or not she made any changes to her regular diabetes routine due to the alleged issue. The patient claimed "24 hrs" after the alleged issue started, she felt "clammy, dizzy and feeling as if she was going to pass out". In response to her symptoms, she received some unknown form of medical treatment. During the initial call with customer service, the agent noted that there was no information of misuse of the device and the batteries were not due for replacement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.